Event description:
The customer reported an erroneously elevated creatine kinase-mb (ck-mb) result, above the normal reference interval, for one patient, involving access 2 immunoassay system. Subsequent testing recovered lower results within the normal reference interval. The erroneous result was released out of the laboratory and questioned by the physician as it did not correlate with the patient's clinical presentation. The customer stated there was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) performed preventive maintenance (pm). The fse performed a system check and high sensitivity system check. All portions passed within published specifications. Quality control (qc) was performed and recovered within range. The unit conformed to the manufacturer's performance specifications. Immediately before the incident, the operator had completed weekly maintenance including system check and quality control (qc). The customer reported no issues with system check. The customer serum and plasma are 13x100 mm gel separator tubes. The customer centrifuged samples for three minutes, in stat spin centrifuge, at 7,200 rpm (revolutions per minute). The cause of the incident is inconclusive.